Event description:
The customer reported that he missed an anti-e during testing with biotestcell 3 on tango optimo. The affected tango optimo was inspected on (B)(6) 2015 because of the customer's complaint. This inspection showed that the camera was not properly adjusted. The camera was adjusted and is now within its specifications. Regarding the affected lot of biotestcell 3, the customer did return four patient samples with different dates of withdrawal ((B)(6) 2015) that had caused false negative test results, but not the supposedly defective product. Therefore our quality control laboratory tested their retained biotestcell 3 sample with all four samples, negative and positive control and an anti-e. All positive and negative reactions were correct. The four patient samples yielded a correctly positive reaction with the e positive screening cell #2 of biotestcell 3. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident